Event description:
It was reported the patient¿s spinal cord stimulation (scs) lead ¿ruptured¿ and was broken while undergoing medical treatment for other factors. The operating surgeon reportedly cut the lead in the ¿middle of the lead, near the anchor¿ during the surgery. The procedure was reported to have been a ¿spinal decompression operation.¿ the operating physician replaced the patient¿s entire lead immediately at the time of that procedure as a result. It was noted the patient ¿was under hospitalization for recovery and no complication occurred.¿ the patient was ¿very well¿ and ¿felt no difference¿ following the replacement. It was noted the patient was ¿receiving effective therapy¿ with the replacement lead. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3587a-25, lot# b0891676k, implanted: 2012-(B)(6), product type: lead. (B)(4).